Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited a low out of range shock impedance measurement less than 20 ohms resulting in a red alert in the remote home monitoring system. Additionally, noise and oversensing was observed that resulted in storage of non-sustained ventricular tachycardia episodes. Boston scientific technical services (ts) discussed troubleshooting options with a health care professional (hcp). No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that an invasive procedure was performed. The lead was surgically abandoned and replaced and the ICD remains implanted and in service. No additional adverse patient effects were reported.